Event description:
The reporter indicated that a vns patient's chest incision site "looked very bad with serous drainage, very swollen and some of the staples turned backwards" and it appeared that the patient had been picking at the incision. Large amounts of antibiotics were administered to the patient's chest incision site, the wound was redressed and the patient was prescribed oral antibiotics. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.